Event description:
The pump was returned for investigation. Investigation revealed that the display was faded and discolored. Evaluation also revealed that the battery compartment was cracked. There was evidence of moisture corrosion found in the bolus button area and on internal components of the pump. Additionally, the pump was found to be leaking. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/05/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2013 with the following findings: evaluation revealed that the display was faded and discolored. Evaluation revealed that the battery compartment was cracked near the threads. The audio bolus button was observed to be missing and there was evidence of corrosion in the audio bolus button. During testing, the pump failed the leak test. The pump was opened and there was evidence of corrosion found on the internal components of the pump. The pump history review showed multiple unrelated alarms had occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).